Manufacturer narrative:
After review it was determined that this complaint is not MDR reportable.

Manufacturer narrative:
Gtin number for item (B)(4), lot 17025072 is 07613203012430. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a pump with diprivan drip in a bottle alarmed and the drip chamber was collapsed with the vent port open. The nurse gave a vague description of the display which said "fluid empty/obstruction". The tubing was new and when it was changed the alarm stopped. There was no patient harm.